Event description:
It was reported by service report that the fowler was out of adjustment and could not be raised or lowered; IV pole was broken and could fall in an unintended direction. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.